Event description:
It was reported the pt underwent a right total hip in 2000. She has recently begun to have pain and has had several dislocations. Intra-op the components were found to be in good condition. The head and stem were removed and replaced to help improve stability of the hip. Per hosp policy, removed components cannot be released.